Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's mother reported via phone call, the insulin pump was not turning on. The device did give a low battery alert and when they attempted to change the battery the device would not turn back on. Customer was using an inappropriate battery type. Troubleshooting was performed and damage was noted on the device. Customer will was advised to leave the battery out for two hours to see if the display would return and to call back if it didn't. The device is not returning for analysis.